Event description:
It was reported that the user experienced hypoglycemia after announcing a normal meal when glucose was 73 mg/dl and later noted no perceived change after recent cgm secondary target range adjustments. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no alarms reported and no hospitalization. Investigation included outreach to obtain additional event details and blood glucose questionnaire responses, which were not obtained. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device alarm behavior identified and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.